Event description:
The following was reported over the imedidata study database: on (B)(6) 2025, a 65-year-old male patient underwent a bilateral endovascular procedure to treat an aortoiliac aneurysm with a gore® excluder® iliac branch endoprosthesis device (ceb) on the right side, together with the gore® excluder® iliac branch endoprosthesis internal iliac components (hgb, sn: (B)(6) further distally in the right internal iliac artery. Further, an infrarenal abdominal aneurysm was treated in same procedure with a gore® excluder® conformable aaa endoprosthesis trunk-ipsilateral leg and gore® excluder® aaa endoprosthesis contralateral leg (one left and one right) components. The procedure was completed successfully without complications. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, the patient was screened and had a follow-up meeting. It was found an occlusion of the internal stent in the right side and was stated to be related to an internal iliac component in the right side. A treatment was started on same day with cilostazol and aspirin® cardio (cardioaspirin). Further, the study database stated that patient has a buttock claudication at the right side, the event is stated as ongoing, not recovered.

Manufacturer narrative:
A1: added subject ID of the patient. The patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). The available patient data was taken from the study database. D10: the gore® excluder® iliac branch endoprosthesis device added, more precisely it is a hgb161207, internal iliac component. H6, the communication to field is ongoing, requests to the complainant were made but answer is pending. The device remains implanted in the patient, therefore, a device evaluation could not be performed. No preliminary results are available yet. Imdrf annex c: investigation findings, code c21 is used; no final conclusions available yet. Imdrf annex d: investigation conclusion, code d16 is used, no cause is available yet. The investigations results are shared in the next report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.